Event description:
It was reported that this right ventricular (rv) lead was exhibiting impedance measurements greater than 2000 ohms which triggered its lead safety switch due to a high out-of-range pace impedance measurement greater than 2,500 ohms. It was noted that the patient was in chronic atrial fibrillation (af) .. There was no noise prior to lead safety switch activation and the intrinsic rate was above sensor indicated rate. This rv lead was surgically abandoned, and a new leadless pacemaker was successfully implanted. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).